Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). The complaint could not be confirmed.

Event description:
Customer states once the dose has been reached the pump continued to run. The dose is 160 ml. No patient injury.